Manufacturer narrative:
The da vinci surgical system is not approved for use for sleep apnea surgical procedures and the surgeon is aware that it is not an approved indication. However, the surgeon's preference was to use their da vinci si system to perform the tongue base resection surgical task, as the surgeon believes that the pt outcomes are better. On (B)(4) 2012, the isi clinical sales rep spoke to the surgeon who performed the surgical procedure, and he indicated that the hospital's investigation into the reported event did not determine the root cause of the burns sustained by the pt and that arcing during the surgical procedure was not noted. The surgeon indicated that the pt recovered well and did not experience any post-surgical complications as a result of the reported event. On (B)(4) 2012 isi contacted the da vinci coordinator (B)(6) at (B)(6) hospital indicated that the (B)(6) esu used during the surgical procedure was inspected and no issues were found and that the pt was grounded properly, however, (B)(6) indicated that she does not know the location of the grounding pad as she was not present during the surgical procedure. (B)(6) indicated that the surgeon indicated to her that no add'l surgical procedure was required to treat the pt and to the best of her knowledge the pt has not returned to the hosp due to any post-surgical complications. On (B)(4) 2012, isi contacted (B)(6) in the clinical quality risk mgmt dept at (B)(6) hosp and she indicated no pieces from the instrument fell into the pt and that the da vinci cautery instruments are not available for return to isi for eval as the hosp has made the decision to retain the instruments for their records. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hosp.

Event description:
It was reported that post a sleep apnea surgical procedure, using the da vinci si surgical system and traditional laparoscopic techniques, it was noted that the pt sustained a burn on the lip and tongue. The isi clinical sales rep present during the surgical procedure indicated that tongue dissection using the da vinci surgical system went well, the system was undocked and the surgeon proceeded with the surgical procedure using traditional laparoscopic techniques; however, approx 10 minutes into the surgical procedure, while the surgeon was utilizing traditional laparoscopic instrumentation the isi csr noted that the pt's lip and tongue exhibited discoloration. At the end of the surgical procedure, the site determined that the discolorations observed by the csr were burns. The csr present during the surgical procedure inspected the da vinci endowrist cautery instruments, and found that the main tube exhibited chipping; however, the instruments did not exhibit damage that would have caused the burn injury sustained by the pt.